Manufacturer narrative:
The device/s was not returned for analysis as they were implanted in the patient. Attempts have been made to obtains additional information, however, our attempts have been unsuccessful. Since the device/s was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Per the instruction for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following events through literature review of ¿periprocedural outcomes and early safety with the use of the pipeline flex embolization device with shield technology for unruptured intracranial aneurysms: preliminary results from a prospective clinical study¿. In two patients, complete wall apposition could not be achieved. Poor apposition to the cephalad wall of the parent artery at the proximal margin was observed in one patient. There was incomplete apposition in the proximal segment in another patient; however, the device was well apposed around the anterior genu and across the neck of the aneurysm. The device was found to be extended to the posterior communicating artery origin.